Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/10/2026. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following information: for pc-002093696 that captures the event for ssm health st. Mary¿s hospital: ¿ was the needle piece retrieved during the same procedure? If not, please explain. ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? ¿ provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). For pc-002093702 that captures the event for st. Clare hospital: ¿ were there any unexpected outcomes or complications resulting from the prolonged surgery time? ¿ was there any additional anesthesia needed? ¿ which tissue was being sutured when the event occurred? ¿ was additional dissection required in other organs/tissues other than the target tissue? ¿ was there any change in the patient¿s post operative care due to the prolonged procedure? ¿ is there any plan in place to remove the needle piece in the future? ¿ if yes, please provide the scheduled date. ¿ what tissue structure the broken needle was located? ¿ what is the surgeon's opinion of consequences to the patient? ¿ what is current condition of the patient? ¿ is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2026 and suture was used. During the procedure, it was reported by cath lab manager that when doctor was passing the needle through tissue the needle tip broke off. The physician was unable to locate the fragment of the needle, an extensive search was performed, an xray was performed, and the needle tip was not able to be located. Procedure was delayed by 60 minutes. Unknown if there was any patient consequences. No adverse patient consequences were reported. Additional information was requested.